Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in clinic for a routine follow-up while experiencing tiredness and feeling poorly. Upon review, the device was found to be in backup vvi. Device download was performed successfully. Physician elected to perform a test shock the day post device restoration. The patient was stable after performing the device download and the test shock.